Manufacturer narrative:
On june 17, 2021, the mentor failure analysis lab received the device for evaluation. Per returned devices, it was discovered that the concomitant device (right breast implant) was also ruptured. This will be reported under mrn: 1645337-2021-07285. On june 20, 2021, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted on posterior view within crease/fold measuring approximately 10.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, experienced a possible left breast implant rupture, post-procedure. The possible rupture was diagnosed via mammogram. As a result, the patient underwent bilateral removal and replacement with two mentor gel implants (300cc mentor memorygel breast implant catalog: 3503001bc) on (B)(6) 2021.